Event description:
It was reported that patient presented in clinic. It was noted that right atrial (ra) exhibited over sensed noise and high pacing impedance. It was also noted that the ra lead had fractured. The ra lead was capped on (B)(6) 2026 and replaced with new lead. Patient condition was stable.